Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed water ingress in the pneumatic block. The device was replaced to address the issue. Resmed reference#: (B)(4).